Manufacturer narrative:
Concomitant medical products: 383059 lead implanted: (B)(6) 2020; addrl1 ipg implanted: (B)(6)2011; 10295b25 lead implanted: (B)(6)1996. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited high thresholds and increasing thresholds. The rv lead remains in use. No patient complications have been reported as a result of this event.